Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high out of range pacing impedance and high threshold measurements when programmed ring to tip. Further investigation revealed that any programming using ring configuration had intermittent high impedance measurements and noise that was able to be recreated with isometrics. The lead was reprogrammed to lv tip to rv coil with no noise and yielded acceptable threshold and impedance measurements. The physician opted monitor the situation. No adverse patient effects were reported.